Event description:
The patient was revised for pain caused by a loosened femoral stem (right side). The stem and liner were replaced although the liner did not show any unusual wear. The shell was well fixed and was not revised.